Event description:
The pump was returned for investigation. Investigation revealed a dim/faded display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim/faded display screen. During investigation, the pump history was reviewed and showed evidence of a voltage drop on (B)(6) 2013. Unrelated to the complaint, a cracked battery compartment was observed. No power loss was observed and all current draws were within specifications. Excessive battery usage and voltage drop could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).